Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis. It was reported the cause of the peritonitis was the fluids were too old but not expired, however, as this report was not confirmed the exact cause remains unknown. On the same day as onset, the patient was hospitalized and discharged after three days. The patient was treated with augmentin (orally, for 14 days, dose and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.